Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm and the motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he got a motor error alarm just a minute ago on the insulin pump. Customer's blood glucose reading was 202 mg/dl at the time of the incident. Customer stated that the drive support cap is sticking out and uneven. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.